Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that dexmedetomidine wad found infusing at an incorrect rate of 4 mcg/kg/hr. Instead of the intended rate of 0.4 mcg/kg/hr. There was patient involvement but no harm. The customer is requesting to review the logs and check if the guardrails soft or hard limits were triggered. Per report, the dose limits for pediatric dose is 0.2 to 1.4 mcg/kg/hr. And for adult dose is 0.2 to 1.2 mcg/kg/hr.